Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the analyzer had a broken battery connector. The analyzer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.